Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 165 to 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported on (B)(6) 2015 as a result of high blood glucose results which were 400 mg/dl. When customer was discharged form hospital, insulin medication was increased and test results were within normal range with the exception of today (B)(6) 2015. The customer is currently taking medication to manage diabetes. Blood test performed by customer fasting on (B)(6) 2015 01:30pm produced results of 517 mg/dl and on (B)(6) 2015 02:45pm produced results of 440 mg/dl. Customer also received e-3 error message today on (B)(6) 2015 while performing blood glucose test. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (time not set): 1:444mg/dl (B)(6) 2015 02:35pm; 2:561mg/dl (B)(6) 2015 01:11pm; 3:188mg/dl (B)(6) 2015 07:10am; 4:230mg/dl (B)(6) 2015 09:47pm; 5:291mg/dl (B)(6) 2015 05:14am.